Manufacturer narrative:
Updated data: d4 continuation of d10: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: 0195-heart valves; implant date; explant date h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: pre-implant computed tomography (CT) images were provided. Annulus perimeter and perimeter derived diameter 73.5 millimeter (mm)/23.4 mm suggesting a 29 mm evolut. Left ventricular outflow tract (lvot) perimeter and perimeter derived diameter 72.8 mm/23.2 mm. The aortic valve is trileaflet with moderate calcification. Bovine arch noted. Annular angulation 58°. Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. It was reported that, during the valve implant procedure, the valve could not maintain a stable position, moving too high or too low. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID: evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implantation attempt of an evolut fx+29 mm transcatheter aortic valve in a patient with a 73 mm annulus, a sinus of valsalva perimeter of approximately 34 mm, and mild calcium present on the aortic valve leaflets, a pre-implant balloon aortic valvuloplasty with a 20 mm balloon was performed. Transfemoral access was obtained and an intravascular lithotripsy balloon was used at the left iliac ostium prior to insertion of the delivery catheter system. The valve was correctly loaded and inserted without initial issues. During the first attempt to implant the valve at a depth of 3 mm using the cusp overlap technique, the physician reported a feeling of instability, and the valve could not maintain a stable position, moving too high or too low. The valve was recaptured and attempted to move deeper. Multiple attempts to achieve optimal depth were unsuccessful. The device was fully recaptured and withdrawn to reposition the guidewire, then reintroduced, but again failed to achieve stable positioning. Ultimately, the device was withdrawn from the patient and replaced with a non-medtronic valve, which was successfully implanted. No patient complications have been reported as a result of this event.